Event description:
It was reported that the patient was diagnosed with unstable angina pectoris. With coronary angiography, the lesion in the distal lcx was decided as the target lesion and the lesion in the lmt was discovered as 50% stenosis. The patient had a previous ptca for the lesion in the lad. The guiding catheter was engaged and a balloon catheter was passed through to the lesion and inflated. An attempt was made to advance the stent to the lesion, but it would not cross. The lesion was again pre-dilated and advancement of the stent was attempted again, but again it would not cross. While the stent delivery system (sds) was being removed from the patient into the guiding catheter, the stent separated and was left between the lmt and the proximal lcx. Several attempts were made to retrieve the stent during the procedure the patient's condition changed. Thrombosis occurred at the lmt and it caused an occlusion of the coronary artery. The patient suffered cardio-respiratory arrest. The cardio-pulmonary resuscitation, iabp, and pcps were applied and the patient's condition became stable. With thoracotomy, the infarction was discovered in the wide area. CABG was not performed due to the patient's condition. The patient subsequently died.